Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Patient samples were returned for investigation. The elecsys afp values reported by the customer were confirmed. The results of the sample were verified using a centaur system and were comparable to the results received on the elecsys system. No interferences in the patient samples were detected during the investigation. The elecsys results on the samples should be reliable. No adverse events were reported.

Event description:
The user received questionable a1-fetoprotein (afp) results since (B)(6) 2010 and provided data for three patients. Of the provided data, the results for one patient were discrepant. The initial result from a serum sample was 26.80 iu/ml and the repeat results when tested in a sample cup on (B)(6) 2011 were 25.76 and 26.21 iu/ml. The result from an edta plasma sample from the same patient was 1.11 iu/ml. The result of 1.11 iu/ml was reported to the doctor. No adverse events were alleged regarding the event. The afp reagent lot number was 159180.